Manufacturer narrative:
We cannot draw a conclusion, that's why one caster came off, but the other one is still very tight on the leg. It might be caused by strong vibration on the right side of rollator during use. We will apply proper amount of anti-loose glue on the thread when caster is assembled with the frame. We will also increase our quality control to make sure the caster will not come off.

Event description:
The user's attorney notified drive medical, our distributor in the us, of certain injuries suffered as a result of the alleged rollator collapsing that occurred on the day of the event. The user's son then called to drive medical customer service and stated that the user had a fractured shoulder.